Manufacturer narrative:
Review revealed no additional information related to the complaint. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this right ventricular (rv) lead broke and had to be abandoned. This lead was partially extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead broke and had to be abandoned. This lead was partially extracted. No additional adverse patient effects were reported.